Manufacturer narrative:
Additional information was provided that the patient's c-reactive protein (crp) had increased after the previously reported revision (MFR report #: 3006630150-2016-1503).

Event description:
A report was received that the patient underwent an explant procedure due to an infection and fever following a revision procedure (MFR report #: 3006630150-2016-1503). The patient was prescribed clindamycin. The physician believes the infection was due to the constant manipulation of the ipg by the patient and not due to the procedure. The event has resolved.

Manufacturer narrative:
Event date: (B)(6) 2016. (B)(4). Additional suspect medical device components involved in the event: model: sc-8352-70 serial: (B)(4) description: coveredge x 32, 70 cm 4x8 surgical lead model: sc-3138-35 serial: (B)(4) description: scs phiii ext 35cm model: sc-3138-55 serial: (B)(4) description: scs phiii ext 35cm it is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient underwent an explant procedure due to an infection and fever following a revision procedure (MFR report #: 3006630150-2016-1503). The patient was prescribed clindamycin. The physician believes the infection was due to the constant manipulation of the ipg by the patient and not due to the procedure. The event has resolved.

Manufacturer narrative:
Additional information was received that the patient experienced reddening and marked gluteal tenderness with purulent discharge from wound. The ipg location was washed with bruonol solution during the explant procedure.

Event description:
A report was received that the patient underwent an explant procedure due to an infection and fever following a revision procedure (MFR report #: 3006630150-2016-1503). The patient was prescribed clindamycin. The physician believes the infection was due to the constant manipulation of the ipg by the patient and not due to the procedure. The event has resolved.